Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Since no sample was received for evaluation, the root cause could not be determined. A batch review was performed and found that no deviations were reported or observed during manufacturing or release related to lack of iodine. This batch number was released in accordance with specification and was properly approved on all the applicable tests performed. Baxter will continue monitoring similar reports to determine if further actions are required.

Event description:
A nurse reported that 5 units of minicaps were without the iopodidone. The samples are not available. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available. This report is addressing minicap 4 of 5.